Event description:
The customer reported that during a colorectal procedure, oozing was seen even though an end tone, indicating a completed seal cycle, was heard. The surgeon reapplied the device to the vessels to control the oozing. There was no blood loss and no pt injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for eval. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.